Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 554 mg/dl. At the timer of incidence. And customer¿s current blood glucose level was 459 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer was assisted with troubleshooting and advised to check whether air bubble was limiting insulin flow however customer reported that no any air bubble present in insulin tubing. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.